Event description:
It was reported to medtronic neurosurgery that csf leakage was noted at the stopcock connection to the transducer.

Manufacturer narrative:
The female luer connector on the patient line stopcock was cracked and shattered. It is unknown how or when this damage occurred. However, cracking of connectors is likely attributable to improper use of cleaning solution. Per hospital procedures, 2% chlorhexidine, 70% alcohol is used to clean connections. After cleaning with alcohol, the connectors should be allowed to air dry completely prior to connecting the system. This will avoid possible cracking of the connectors, as noted in the instructions for use that accompany the product. Also note that alcohol is the only permissible cleaning agent for use on the connectors of this product. A review of the manufacturing records showed no anomalies. No impact to the patient was reported.